Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve was explanted due to early svd, and the valve was sent to the hospital's histology section for evaluation. No details were provided about the patient's clinical history, risk factors or medications.

Manufacturer narrative:
Review of the device history record will be conducted immediately after the manufacturer has received the serial number of the valve. Histopathological evaluation will be performed if explant is returned. Unknown if device will be returned.

Manufacturer narrative:
Because the device was not available for return, livanova's investigation was limited to device history record review, function test review and scientific literature review. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa, size 21 mitroflow aortic pericardial heart valve at the time of manufacture and release. It is possible that the patient clinical condition or risk factors (diabetes, hypertension) may have contributed to the structural valve deterioration observed in the mitroflow valve. Device not returned.